Event description:
Same case as MFR#: 2134265-2009-03409. It was reported that during a coronary drug eluting stenting treatment procedure, the stent delivery system stuck on the guidewire. The lesions being treated were located at a bifurcation in the obtuse marginal (om3) artery and the circumflex artery (cx). The choice guidewires were placed down the cx and the om3. The cx and om3 were predilated at the same time. The cx lesion was predilated with a 2.0x15mm non-bsc balloon, inflated to 10atm for 40 seconds, and the om3 was predilated at the bifurcation with a 2.0x15mm apex balloon, inflated to 8atm for 40 seconds. Then the physician deployed a 2.5x12mm promus stent in the cx and another 2.5x12 promus stent in the om3, ballooned simultaneously. The physician removed the cx balloon first and had difficulty with the stent balloon sticking to the choice guidewire. The physician was able to remove the stent delivery system (sds), but lost wire position. The same thing occurred while removing the promus from om3. No patient complications were reported. Patient status reported as "fine".

Manufacturer narrative:
(B)(4).